Event description:
Patient was revised due to disassociation of stryker cup and liner.

Manufacturer narrative:
An event regarding disassociation involving an unknown stryker shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. If further information becomes available or the product is returned, this investigation will be re-opened.